Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6), female pt, the device displayed a "poor pad contact" message. The device was turned off/on and the device displayed a "poor pad contact" messages. Complainant indicated there was no adverse effect to the pt due to the reported malfunction.